Event description:
It was reported patient could hear an audible squeak with motion of the hip. After some time had passed, the squeak decreased, but the patient felt a clunk like sensation, accompanied by pain in the groin and trochanteric region. Patient was revised.